Manufacturer narrative:
Concomitant medical products: product ID: 388928 lot# va1j1qx, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 06-jul-2021, UDI#:(B)(4). (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that following a fall the patient experienced extreme pain in the lower back/sciatica. The patient was unable to void, therefore, had to start catheterizing again. The patient was admitted to the hospital for pain management and an x-ray was performed. The device was interrogated. Impedances on all electrodes, despite increasing bandwidth, suggested lead migration. The patient underwent a full revision. When the physician opened up the ins pocket, the lead had sheared away from the ins. The lead was not removed and will stay implanted as the physician was concerned the lead would disintegrate on removal. The ins was replaced and a new lead was implanted. The new devices were working now. No further complications were reported or anticipated.